Event description:
It was reported that a cdh33 was used during a low anterior resection procedure. It was reported by the affiliate that the staples were protruded. The surgeon also found 2 staples were missing. A new device was used tto complete the case. There was no consequence to the pt.

Manufacturer narrative:
Proximate I l s intraluminal stapler: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was confirmed that there were two staples missing. The batch history records were reviewed with no anomalies noted for missing staples. It should be noted that each instrument is 100% inspected through an automated vision system to ensure that all the staples are present prior to shipment. It could not be determined why the staples were missing from the instrument. The instrument was evaluated for protruding staples with none noted. However, it has been observed that the condition of protruding staples can be created if the adjusting knob is dialed open too far or beyond the point where the adjusting knob provides resistance once the orange tying area is visible. As stated in the packaging insert, the instrument should be opened only until the orange tying area is clearly visible above the staple housing.